Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. Although requested, the customer did not upload pump data logs for tandem technical support to perform a log review and declined further troubleshooting with tandem technical support regarding the reported issues. There was no reported impact to the customer's blood glucose level.